Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2024 , that on (B)(6) 2024 , the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2024 . On (B)(6) 2024 , it was reported that the pediatric patient experienced a skin reaction with itching, burning, redness, inflammation, pimples, and infection, extended beyond the patch perimeter (3 times wider than the sensor patch), which occurred 2 days after the sensor had been inserted in the abdomen. The day of the event the patient contacted their health care proffesional via phone, and were prescribed an oral antibiotic, flucloxacillin 4 times a day. The after a skin swap was done and it was noted that the patient had a streptococcus infection, and the patient was prescribed a topical unspecified cream. At the time of the report the patient was stable. No additional event or patient information is available.